Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the bisector was sticking to in the cannula. As a result of sticking, the harvester tore a vessel. A same unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The patient and device codes in h10 were coded by the manufacturer. After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the reported problem.